Event description:
It was reported that during an unrelated device changeout, damage to the leads insulation was observed. Electrical values were normal. The physician opted to cap and replace the lead at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.